Event description:
The customer reported that during use on a pt iabp generated an error code # 3 (maintenance code #3-balloon transducer offset failure). The pt was switched to another iabp. No pt injury was reported.

Manufacturer narrative:
The comp rep tested the unit and could not duplicate the error code. Observed in fault log multiple autofill failures along with a blood detect alarm. Observed some moisture in pneumatics, cleared moisture that could have caused error code #3 (maintenance code #3-balloon transducer offset failure). Checked blood detect calibration and observed tp4&5 reading below specifications. Calibration was performed. Performance and safety tested to specifications. The unit was returned to the customer. The device history record (DHR) for the subject iabp was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).